Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went on a liquid diet and experienced low blood glucose levels (46 mg/dl). Customer consumed carbohydrates and set a temporary rate to stabilize blood glucose levels.